Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that an interrogation showed the right ventricular (rv) lead measured varying impedance between normal range and high impedance range. The lead was replaced. No patient complications have been reported as a result of this event.